Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The nozzle was not deformed, but the foreign materials found could not be removed. The angle was also found to be insufficient. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera gastrointestinal videoscope, the air/water supply was not smooth. The issue was found at preparation for use, and the diagnostic procedure (enteroscope) was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and foreign materials were found in the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to some of the user's reprocesses deviated from the IFU, causing foreign matter to clog the air and water nozzles. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual_manually cleaning the endoscope and accessories ¿flush detergent solution into the a/w channel with using injection tube at manual cleaning.¿ olympus will continue to monitor field performance for this device.